Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed no deliver. Customer also mentioned receiving a motor error alarm during prime multiple times. Customer does not use the sensor feature. Customer also stated that the needle was bent. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.